Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject crt-d was involved in the field safety notice on platinum devices issued in (B)(6) 2018 and was interrogated with the latest smartview version. During interrogation on (B)(6) 2019, ventricular noise oversensing was observed on some of the episodes. The patient is pacing-dependent. As it was not possible to reproduce the noise pattern through maneuvers, the noise was suspected to be due to external interference. The user would also like to know the atrial threshold and if there is a suspected issue on the battery given the programmed parameters. Preliminary analysis revealed that the observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190513 - file-2019-00543 - analysis_and_closure_report_resp-2019-00620.pdf].

Event description:
Reportedly, the subject crt-d was involved in the field safety notice on platinium devices issued in july 2018 and was interrogated with the latest smartview version. During interrogation on (B)(6) 2019, ventricular noise oversensing was observed on some of the episodes. The patient is pacing-dependent. As it was not possible to reproduce the noise pattern through maneuvers, the noise was suspected to be due to external interference. The user would also like to know the atrial threshold and if there is a suspected issue on the battery given the programmed parameters. Preliminary analysis revealed that the observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly, the subject crt-d was involved in the field safety notice on platinium devices issued in july 2018 and was interrogated with the latest smartview version. During interrogation on (B)(6) 2019, ventricular noise oversensing was observed on some of the episodes. The patient is pacing-dependent. As it was not possible to reproduce the noise pattern through maneuvers, the noise was suspected to be due to external interference. The user would also like to know the atrial threshold and if there is a suspected issue on the battery given the programmed parameters. Preliminary analysis revealed that the observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
Based on preliminary analysis, normal battery depletion occurred.